Event description:
A patient rpeorted experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 204, 501, 176 mg/dl tests were done within 10 minutes with a difference of 65%. Patient did not experience any adverse events. No further information has been reported.